Manufacturer narrative:
The peritoneal catheter was returned. The catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Approximately 84 cm of the lumbar catheter was returned. The returned catheter was patent. However, it did not meet the requirements for leak testing due to a tear observed at the 18 cm from the distal end. The catheter met the requirements for the tensile strength and elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the catheter was not inserted normally in the insertion needle in the vertebrae lumbales. According to the report, resistance was encountered.